Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy and cholecystectomy surgical procedure, the permanent cautery hook (pch) hit the liver and caused bleeding. The estimated blood loss was 20 ml and was controlled with cautery. Intuitive surgical, inc (isi) followed up with the surgeon and obtained additional information: the surgeon did not have power to the pch and saw the monopolar cautery cable was not hooked up to the pch instrument housing connected to the universal side manipulator (usm) 3. The surgeon requested for the surgical technician to connect the monopolar cautery cord from the generator to the pch instrument. As the surgical technician was plugging the power cord into the pch instrument, the instrument tip was inadvertently advanced and hit the patient's liver twice, as the tip of the pch had been 2 inches away from the liver. The surgeon's head was in the surgeons console while the cautery cord was connected to the pch instrument. The bleeding was addressed with cautery. The surgeon then scrubbed in and went to the bedside to check the usm 3 and found nothing wrong with it, or with the pch instrument. There were no error messages reported during the event. The procedure was completed robotically. As of postoperative day (pod) 2, the patient was in stable condition and recovering well.

Manufacturer narrative:
Based on information provided, the probable root cause for the reported event is related to a use error as the cautery cord was inserted into the permanent cautery hook (pch) instrument housing while the instrument was installed on the patient cart arm and in the patient anatomy. In the davinci xi surgical system in-service guide: or staff, under the instrument insertion activity section it states: when using energy instruments, attach energy cables to the instruments before installing onto patient cart arm. Intuitive surgical, inc (isi) technical support was contacted after the procedure and it was determined that the system was unplugged from onsite before all the logs could be uploaded. Review of the available logs found no procedure related errors for usm 3. Subsequent review of the advanced system logs for the universal side manipulator (usm) 3 associated with this event was performed and analysis did not find anything that would have led to unintuitive motion on usm 3. Isi field service contacted the site robotics coordinator who confirmed the issue was inadvertently induced by the user and that there is nothing wrong with the robot. They were using the robot that morning ((B)(6) 2023) with no issues and determined that no field service site visit was required. A review of the pch instrument log found the instrument was subsequently used on 06-(B)(6) 2023 and has 4 uses remaining. This complaint is being reported due to the liver was hit by the pch instrument when attaching the cautery cord after the instrument was installed and inside the patient anatomy, resulting in bleeding that was treated with cautery.